Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the main coil was seen to be kinked/bend and stretched. The main coil was seen to be detached/separated. The main coil was seen to be broken/fractured. The coil delivery wire was seen to be kinked/bend. Functional inspection was not carried out due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported coil in catheter friction complaint could not be confirmed during analysis, however, the analysis results are consistent with the reported event. The reported event main coil stretched was confirmed during the device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the coil wouldn't advance into the microcatheter and was stuck inside the microcatheter. During analysis, the delivery wire was seen to be kinked/bent, main coil was seen to be kinked/bent, stretched, broken/fractured and detached from the delivery wire. An assignable cause of procedural factors was assigned to the as reported defects ''main coil stretched'' and "coil in catheter friction" and as analyzed defects: main coil kinked/bent, main coil stretched, main coil prematurely detached/separated during use, main coil broken/fractured during use. As this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage was assigned to the as analysed defects 'coil delivery wire kinked/bent' as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
Analysis of the returned device revealed that subject main coil prematurely detached/separated during use and subject main coil broken/fractured during use. There was no clinical consequence to the patient due to this event.